Event description:
Incoming information from the patient¿s representative stated, ¿only the pm function of the ICD works because some of the leads stopped working.¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).